Event description:
A theater sister reported that the cutter (vitrectomy probe) could not cut during vitrectomy surgery. The surgery was completed on same day by replacing with another cassette. There was no information about any impact to the patient, however there was no surgical intervention. This report pertains to one of the three events reported by the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.